Manufacturer narrative:
(B)(4). Concomitant products: 00801804003 62542760 beta hip prosthesis. Unknown stem. Unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00356.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to pain, discomfort and metallosis. The acetabular liner and femoral head were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.